Manufacturer narrative:
Continuation of d11: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported they were not sure why the lead moved laterally and hcp was aware. Patient is scheduled for surgery on september 16th.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the lead was not returned per the physician as the lead was not malfunctioning, it had migrated laterally which was not providing relief.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial/lot #: (B)(4), ubd: 02-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had no relief of back pain since surgery. The patient said the pain was worse than before implant. No known circumstances led to the issue. The device was placed to dtm programming and high dose stimulation still with no relief. The patient was going to have a CT scan if the pain didn't subside. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they had not heard back if the pain had resolved nor if the CT had been scheduled. The rep was going to try and reach out to the physician. Additional information was received from a hcp via a manufacturer¿s representative (rep) on 2020-aug-06 reporting that the patient's lead had migrated laterally to the left under CT. The plan was to possibly remove the surgical paddle lead and place a percutaneous lead. The surgery had not been scheduled at the time of the report. The patient still had no pain relief. No further information was known at the time of the report. No further complications were reported.